Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to device "blowing off" and or bleeding. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Your new omnipod insulin management system / page 4. See figure 1-1 attached to emdr which points to location of fill port. Using the pod / page 48 - 49: 8. Remove the needle from the vial and insert it straight down into the insulin fill port on the underside of the pod (see figure 5-10 attached to emdr which points to location of fill port). Advisory: be sure to only insert the fill syringe into the fill port. Attempting to inject insulin into any other location on the pod may result in damage to the pod or loss of insulin. Advisory: to ensure proper fill, do not insert the fill syringe at an angle into the fill port. Advisory: do not use any other type of needle or filling device besides the syringe provided with each pod. Warning: never use a pod if you feel resistance when you depress the plunger. This condition can result in interrupted insulin delivery.

Event description:
It was reported that, while in the hospital for a diabetes unrelated issue, a patient endured bleeding which required medical intervention as the result of a pod that "blew off" during usage on the arm. After pulling back the adhesive and preparing the pod for fill, patient noticed the device's fill port was "not in the same sport as it always is." Despite this, patient proceeded to activate this pod. Fill process was noted as "normal" and activation was executed "without any issues." Approximately 4 hours later, the pod "blew off" the patient's infusion site (arm) and bleeding ensued. A nurse intervened and was able to stop the bleeding. It should also be noted that after the pod "blew off," an alarm was emitted. Due diligence to obtain alarm code was unsuccessful. Additionally, patient unable to return pod as it was no longer available.